Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 126 mg/dl. The customer stated that he fell into a pool with the device on, and there was water under the screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with moisture damage at motor assembly and electronic assembly. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.